Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, no water level alarm was reproduced. It was reported that low water level alarm occurred on the arctic sun device. Problem not reproduced. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. The bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was insufficient water level alarm occurred even though the water level was supposed to be full on the arctic sun device. After that, 3 liters of water was injected. Per review of wo on 23mar2023, there was no patient involvement. Per follow up information received via email on 23mar2023, date of event occurred was (B)(6) 2023. The device was under investigation. Per additional information received on 10apr2023, it was reported that low water level alarm occurred on the arctic sun device 2 days after full water level. It was down to 2 liters. The problem could not be reproduced and was used again at the hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was insufficient water level alarm occurred even though the water level was supposed to be full on the arctic sun device. After that, 3 liters of water was injected. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on (B)(6) 2023, date of event occurred was (B)(6) 2023. The device was under investigation. Per additional information received on 10 apr, 2023, it was reported that low water level alarm occurred on the arctic sun device 2 days after full water level. It was down to 2 liters. The problem could not be reproduced and was used again at the hospital.